Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after crossing the lesion with a non-cordis guidewire, there was resistance in the guidewire lumen of 4mm x 10cm saber percutaneous transluminal angioplasty (pta) balloon catheter and the device could not be pushed to the lesion site. There was no difficulty removing the device from the patient; however, the device did not remain in one piece during its removal. The separated segment was able to be withdrawn. The damage was not seen on the balloon material. A new 4mm x 15mm saber pta balloon catheter was used to complete the procedure. There were no reported injuries to the patient or signs of infectious disease. This was during a procedure to dilate a 60% stenosed superficial femoral artery (sfa) lesion. Which had moderate calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing the sterile packaging components. The guidewire resistance was not caused by a possible injectable material. The device will be returned for evaluation.

Manufacturer narrative:
This event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer considered reportable. Malfunction code of "pta/ptca system - separated" no longer applies.

Event description:
As reported, after crossing the lesion with a non-cordis guidewire, there was resistance in the guidewire lumen of 4mm x 10cm saber percutaneous transluminal angioplasty (pta) balloon catheter and the device could not be pushed to the lesion site. There was no difficulty removing the device from the patient and no separation occurred. A new 4mm x 15mm saber pta balloon catheter was used to complete the procedure. There were no reported injuries to the patient or signs of infectious disease. This was during a procedure to dilate a 60% stenosed superficial femoral artery (sfa) lesion. Which had moderate calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing the sterile packaging components. The guidewire resistance was not caused by a possible injectable material. The device will be returned for evaluation.